Event description:
Customer reported that he received multiple no delivery alarms. Customer stated he changed the infusion set and rotated sites several times but the alarm was recurring. Customer stated that his blood glucose level was spiking high between 250 and 350 mg/dl. Customer then went back to using manual injections and stopped wearing the insulin pump. Last blood glucose value is 96 mg/dl. No troubleshoot performed as the customer was not using the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.